Event description:
A patient sample was tested for troponin (accu tni) and a result of 10.38ng/ml was obtained. The original sample was re-tested in triplicate and results were: 0.07, 0.36, and 34.49ng/ml. The sample was also tested on a different instrument in the customer's lab and results were in the range of 0.02-0.03ng/ml. A second sample collected from this patient gave results in the range of 0.07-0.10ng/ml initially, and 3 result of 0.04ng/ml upon repeat. The second sample was also tested on the different instrument and results were in the range of 0.02-0.03ng/ml. The erroneous result was reported out of the lab. The patient was sent to the cardiac catheterization laboratory where a heart catheter procedure was performed. The result of the test was negative.

Manufacturer narrative:
The customer collects accu tni samples in plastic bd lithium heparin tubes with a gel separator. The customer stated that the original sample was slightly hemolyzed but was otherwise normal in appearance. All repeat testing was from an aliquot and was re-centrifuged prior to rerun. The customer stated that the second sample was normal in appearance. Qc recovered within established ranges prior to the event. A system check run in 2009 passed all specifications. A field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) to the instrument. B) the fse ran performance testing with good results. The fse verified repairs per established procedures and all results met published performance specifications. No hardware issues identified. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.